Event description:
The device was used during a colon resection procedure. Reportedly the needle broke. The surgeon applied another suture to complete the procedure. The hosp has reported no patient injury occurred.